Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual inspection, engineering observed that the blade remained in the extended position in the jaws. Upon further evaluation, it was found that an internal pin in the static handle separated, causing the handle to separate enough for the blade to become disengaged and stuck in the forward position. The root cause of the blade jam is due to separation of an internal pin. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received 1(B)(6) 2016: liver vessels were being transected when the blade jammed. Less than 10 seals had been completed when the blade jammed. Jaws were cleaned 3 times before the blade jammed.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Liver- "blade jam." Patient status- no patient injury.